Manufacturer narrative:
Please note that this device (solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (euphora). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one solarice coronary balloon catheter to treat a moderately tortuous, moderately calcified lesion in the right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that in the first use of the device, the balloon burst during inflation. The balloon was inflated to 8-12 atms when the burst occurred. The patient is alive with no injury.

Manufacturer narrative:
Product analysis sumary: the device returned to medtronic for evaluation. The device returned with balloon folds expanded. Blood was visible in the balloon. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon length. The balloon failed to maintain pressure. Upon visual inspection of the device, a longitudinal burst was observed on the balloon material, on the balloon working length. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion had 95% stenosis. The balloon was being used for pre-dilation of the lesion. Resistance was not noted while advancing the device to the lesion. The burst occurred during the first inflation. The device was not moved or repositioned while inflated. Initial reporter phone number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information - procedural images received: images confirm that it was difficult to navigate the delivery of the procedural wire through the proximal vessel. There appeared to be a full occlusion of the rca. Delivery of a short balloon can be confirmed and inflation issues can be confirmed but the actual rupture of the balloon was not captured on the images provided. Subsequent treatment of the rca included further ballooning and stent deployment. There were multiple lesions throughout the vessel i.e. Diffuse disease throughout the rca. Final images with contrast injection confirms that that the rca has greater patency than prior to stent deployment. The reported balloon burst and the cause cannot be confirmed from the images provided. Although the presence of calcification in the proximal rca may have contributed to event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.